Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer called and reported the screen of the insulin pump was scratched and hard to read. It was stated this was due to normal wear and tear. Customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.